Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus repair center for repair. The inspection of the device by olympus repair center confirmed the following; the reported phenomenon that the entire screen became black and the endoscopic image was temporarily not displayed was not reproduced, but an error (e218) occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user used the device, the entire screen became black and the endoscopic image was temporarily not displayed. And during the quotation inspection of the device at olympus repair center, error code e218 was displayed. This error means that the endoscope was damaged. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by stress due to use, or external factors or customer's handling. If additional information becomes available, this report will be supplemented.